Manufacturer narrative:
The complaint states an ae for pain in the right knee with a poly exchange was received. The ae is device related and serious. The ae was treated with a revision. The patient was revised, for poly failure-wear. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical study patient was revised to address pain and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Rec'd 05 january 2017 - right knee - an ae for pain in the right knee with a poly exchange was received. The ae is device related and serious. The ae was treated with a revision. The patient was revised, for poly failure-wear. Update 7-feb-2017: medical records received. After review of the medical records for MDR reportability, the medical records indicated pain and instability. A correct doi was provided. The tibial tray and femoral component are now being reported. This complaint was updated on: